Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump passed functional testing including displacement test, rewind, basic occlusion, prime/a33 and occlusion tests. Cracked case at display window corners, reservoir tube and battery threads and severly scratched display window noted.

Event description:
It was reported that the insulin pump alarmed button error. During the phone call the device started working the caller was advised that the device still needs to be replaced. The caller stated that the customer's blood glucose was 315 mg/dl in the morning but at the time of the call it was 208 mg/dl. The customer was advised to discontinue the use of the device and to revert to a back-up plane. Nothing further was reported.